Event description:
It was reported that the stenoscope system intermittently had lines on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ccd board and video power supply board were replaced during the service call. The system was tested and found to be working as intended and put back into service.